Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high impedance and sensing integrity counts (sic). The patient also received inappropriate high voltage therapy due to noise. A possible fracture was suspected. The lead was partially explanted with the remainder being capped and left in the patient. An implantable cardioverter defibrillator (ICD) header issue was also suspected as the rv lead had tested normally through the analyzer. The ICD was explanted and replaced. No further patient complications have been reported as a result of this event.